Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported patient developed a pseudoaneurysm. The following information was provided by the user facility: the patient was moved from the cath lab to a floor when he developed a hematoma in one hour post cath; upon further examination, it was determined that a pseudoaneurysm had developed; upon review of femoral angiogram the cfa stick looked adequate, no disease, and no stenosis; the patient was referred to interventional radiology, and it was determined to be a sound candidate for thrombin injection to control the bleeding; according to the ir doctor, 6 ccs of thrombin were injected at the site of need, under ultrasound guidance, and the pseudoaneurysm was resolved; no other devices or equipment were used with the involved product; hemostasis was achieved; and the patient was reported to be stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the competed investigation results. There is no evidence that this event was related to a device defect or malfunction. With no device return the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.